Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device cubie was not recognized in the drawer. The field service engineer responded to a report of drawer five, pocket a3 failing to eject. On-site inspection revealed red medication spillage inside the drawer, causing tray malfunction. The pocket was manually released, and the drawer was cleaned. A full-height tray was replaced, but the pocket remained non-functional. Further troubleshooting confirmed the pocket required replacement. After both components were replaced, the drawer operated normally. The issue was resolved and documented. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es cubie was not recognized in the drawer. The customer had reported that drawer 5, pocket a3 could not be ejected or recovered. On-site inspection had revealed red medication spillage inside the drawer, which had caused the tray to malfunction. There were no adverse events or injuries reported based on this incident.